Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09418. It was reported that the patient presented with erythema and effusion noted over the right infraclavicular pacemaker site that cleared after a course of dicloxacillin but then returned. The pacemaker was near eri. The physician did not allege abbott products or procedure caused the erythema and effusion. The patient has a history of pacemaker on the left side implanted in 2005 that was extracted in 2008 due to a pocket infection. No additional information regarding the 2008 procedure is known. The patient has extremely sensitive skin with dermographism. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, only the middle portion of the lead was returned stretched in one piece measuring 80.0 cm. Visual examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found between the inner coil and outer coil conductor paths due to procedural damage. Unable to perform tip stiffness test due to the condition of the lead as received.